Event description:
The customer contacted baxter's service center regarding a system error 2240 which occurred on the home choice (hc) during use during dwell 3 of 5. The technical service representative (tsr) had the care giver (cg) the power cycle the hc. The hc alarmed system error 2367. The tsr had the cg power cycle the hc again. The hc proceeded to press go to start. The tsr informed the cg to start over with new supplies or to perform manual therapy. The tsr instructed the cg to inform the patient's registered nurse about the system error 2240. The hp was connected at the time of the alarm. The patient line had been properly primed before the patient connected. There were no patient extension lines being used. The patient did not disconnect any time prior to the alarm. All of the bags were properly connected and there were no open clamps on unused lines. Nothing unusual was noted about the supplies. The supplies were not damaged by an outlet port clamp or assist device used to make the connections. Proper procedures were reviewed with the hp. There was no sample available. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2240 could not be confirmed. The root cause was undetermined. Per the customer, the sample was discarded and the lot number was unknown, therefore, no evaluation or batch review could be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.